Event description:
As reported by the field, during a stent assist coil embolization to the right posterior communicating artery, an enterprise2 4mmx16mm stent intracranial delivery system (encr401612, 7682983) became impeded in middle section of a prowler select plus 150/5cm microcatheter (606s255x, 31018683) and could not advance any more. The physician removed the stent and microcatheter from patient¿s body for inspection, the stent encountered resistance during removal. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. Additional information received indicated that they were able to move the device due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. A micro guide wire was successfully used with the concomitant device prior to the encountered resistance. There was a 20-minute procedural delay due to the event, however, the delay was not clinically significant.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31018683 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00703 and 3008114965-2023-00704.